Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster device is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2018, the patient presented with a thrombosed right lower-extremity, distal saphenous vein femoral bypass graft with bilateral heel ulcers. A thrombectomy was performed and thrombolysis provided, however a perforation occurred at the proximal to mid right femoral distal bypass graft. Balloon angioplasty was performed, however the perforation had not sealed. A 3.5x16mm and 2.8x16mm graftmaster stents were implanted without reported issue. There was a decrease in perforation but the perforation had not completely been excluded. Reportedly, the bypass graft was small, approximately 3mm, and was unable to accommodate another stent. To completely exclude the perforation, surgical intervention was performed, placing a patch at the perforation site and over the graftmaster stents. The perforation was resolved and procedure completed with great results. The patient is in good and stable condition. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the percutaneous procedure was on (B)(6) 2018, not (B)(6) 2018. The 2.8x16mm and then the 3.5x16mm graftmaster stent were implanted without issue, however, the stents did not fully seal the perforation at the implantation sites.